Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received: a. Can you provide the x-ray image which was mentioned in the event description? No image intensifier was used for the reduction. B. Was there any revision surgery performed? If yes, can you please provide the revision date? No revision is required at this time as the poly was reduced. C. Was there any adverse consequences that affected the patient because of the reported event? If yes, please provide the patient's harm. No d. What was the affected side involved? Left e. Did the insert rotate or did the insert become completely dislocated from the tray? The poly rotated through 90 deg.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had a primary attune on tuesday morning 28th february. Pt dislocated mobile bearing poly on the 1st march. Patient returned to theatre and poly was able to be reduced closed. Xray showed even balance and 5 deg posterior slope on the tibia. Surgeon uncertain of reason for dislocation as he uses a beverland balanced technique. No change of implants at this time. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? No, did the patient require revision surgery or hardware removal? No, if no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? Closed reduction of dislocated mobile bearing poly., patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, is the patient part of a clinical study- unknown, (B)(4). Device property of -none, device in possession of -none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.-true.